Event description:
It was reported that procedure was cancelled/rescheduled post sedation due to device malfunction. A left atrial appendage closure (laac) procedure was being performed with use of a sentinel cerebral protection system (cps) due to presence of a very large thrombus. A sentinel cps was prepared without issues and inserted into the patient. The proximal filter was placed without problems but required repositioning due to the patient's anatomy. The proximal filter was recaptured without issue. After repositioning, the physician attempted to re-deploy, however the proximal filter failed to deploy. The sentinel cps was removed and exchanged for another. The second sentinel cps was prepared without issues. A non-bsc guidewire was attempted, but unsuccessfully able to be inserted into the sentinel cps lumen, a new non-bsc guidewire was attempted without success. The laac procedure was cancelled due to this event. No patient complications were reported.